Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse replaced the light scatter pre-amp assembly due to noise, resolving the event; the instrument was then verified meeting performance specifications. (B)(4).

Event description:
The customer reported the experiencing latron control issues on a coulter lh 780 hematology analyzer. The differential (diff) mean conductivity was high, and the diff and the retic light scatter were both low. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.